Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, after opening an undamaged package containing a cannula, black specks were discovered inside the cannula. Since the product did not meet quality standards, photographs were taken immediately and the cannula was replaced.